Manufacturer narrative:
The complaint that the stylet broke is confirmed, but the cause is unknown. The product returned for evaluation was a tls stylet in two segments. The core wire had completely separated from the yellow pull tab. Therefore, the 13.1" long proximal segment consisted of the yellow pull tab and empty polyimide tubing. The polyimide tubing was compressed throughout and contained multiple kinks. The distal 29.4" long segment contained the entire length of the core wire, a section of the polyimide tubing, and the magnetic tip. The polyimide tubing had broken 21.9" from the distal end of the device and the core wire protruded proximally out of the break site. Microscopic examination (20-80x) of the two segments revealed a veneer that was predominately cloudy and dull. Delamination of the polyimide layers occurred for a 2.0" long region proximal of the break site and a 2.4" long region distal of the break site. The upper layers of the polyimide tubing were crumpled and peeled. The layers of polyimide tubing that were exposed contained a glossy and translucent veneer with a few patchy dull sections. The break edges of the polyimide tubing were jagged and irregular and the tubing was flared away from the core wire at the break site. The distal segment of the stylet was threaded into a non-complainant catheter and was flushed with normal saline for functional testing. The stylet segment could be removed from the catheter, both when the catheter was held in a single curve and a double curve configuration, without unusual resistance. Because the proximal segment was missing the internal support provided by the core wire, the proximal segment could not be fed into a catheter for functional testing. The exact cause of the break in the stylet could not be determined. However, the break in the stylet likely occurred due to excessive tensile forces. The stylet should not be retracted against resistance. The product IFU states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." A lot history review (lhr) of revk1537 showed one other...

Event description:
Nurse had a difficult time removing stylet. PICC wire broke while pulling out. They were able to remove all of it from the pt.